Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions for evaluation. The results of the visual inspection determined that the reported event was confirmed. A review of the DHR supports that the device met all inspections and test criteria prior to release from stryker. Therefore, the most likely root cause is excessive force applied by the torque wrench due to mishandling subsequent to distribution from stryker. The instructions for use (IFU) state: avoid contact with any and all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported the ultrasonic scalpel failed and signaled a message to tighten assembly. The user tried to reassemble but kept receiving the error message. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.